Event description:
T2 proximal humeral nail was attached to the targeting device using the nail holding screw and appropriate wrench. When the screw was tightened an audible "pop" was heard. The nail remained securely fastened to the targeting device. After the proximal screws were placed, the targeting device was rotated for the a/p screw. The targeting device came off the nail with minimal effort. X-ray showed the distal portion of the holding screw was threaded into the nail.